Manufacturer narrative:
Section: e1 initial reporter phone: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced two cardiac perforations. During an ablation procedure to treat a ventricular extrasystole (ves) in the left ventricular outflow tract (lvot), an intellanav mifi open irrigated ablation catheter was selected for use. Mapping was being performed in the lvot with a transseptal approach to found the earliest spot. Then, the physician went on with ablation but did not get good contact with the transseptal approach. After two unsuccessful ablation points, it was decided to take a retrograde approach through the aorta to get a more stable catheter position. Again, two ablations were performed at the site; after the second ablation, the physician asked the patient if the pain/sensation of the ablation is bearable for them. The patient did not react. Physician asked again and the patient still did not react. The onsite nurse went in to look after the patient and noted that the patient had their eyes open but was unresponsive to questions and to touch from the physician and nurse. About 5 minutes after the first neurological symptoms the heart rate started to slow down; the coronary sinus (cs) was stimulated over 9/10 to keep the heart rate up. The respiratory therapist (rt) immediately brought in the echo and the nurse prepared everything for a coronary angiography of the left anterior descending artery (lad) as we were relatively close to it. With a second look at the fluoroscopy image the physician saw that the patient's heart did not visibly move. He then called for additional backup from another interventional cardiologist, who then tried to perform an angiography while the rts/nurses started chest compressions. The physicians decided to install an extracorporeal membrane oxygenation (ECMO) to take off the pressure from the nursing staff. After the emergency team arrived the ECMO was installed and the cardiopulmonary resuscitation (CPR) was stopped. Once the circulation was stabilized the physicians went on with the angiography and a simultaneous ultrasound of the heart. They found a narrowing of the left coronary main-stem and a significant pericardial effusion/tamponade. The physicians went on with dilation of the narrowed main-stem and then went for pericardial puncture. As they drained the pericardial sack, they saw that the pericardium filled almost as quickly as they were able to drain it. They then called for a heart surgeon and decided to relocate the patient to the operation room (or) as soon as the main-stem was dilated. The physician then informed ithe next day that the patient had two open heart surgeries after the incident. The first one revealed a hole in the left atrium above the mitral annulus which was patched and the patient was brought back to the intensive care unit (ICU). There, the patient still bled into the pericardium, so the physicians opted for a second surgery and found a second hole in the lvot right next to the ablation site, this hole was also closed with a patch, and the patient was sent back to the ICU. During the ablation prior to the incident, it was noted that there were no abnormal impedance readings, no obvious catheter jump, the patient had a great oxygen saturation (spo2). The neurological abnormalities were the first hints on the incident. Even after the unresponsiveness, the heart rate was stable and the surface electrocardiogram (ECG) looked normal, spo2 was in a normal range. Furthermore, it was noted that the ablation had been taking place for about 10 minutes when the complication was noted, after the 4-5th ablation point in total and after the second point with the retrograde approach. No resistance was felt while maneuvering any catheters. The surgeon found two puncture sites; one in the left atrium (la) above the mitral valve and one in the lvot right next to the ablation location. The ablation catheter is not expected to be returned as it was disposed by the facility, and no device issues were noted. Patient is currently still admitted to the hospital.

Manufacturer narrative:
Section: e1 initial reporter phone: (B)(6). Character limit exceeded on section b5 describe event or problem: it was further reported that the patient died on (B)(6) 2025, approximately a week after the procedure. An autopsy performed and the official cause of death was sepsis. Investigation summary: with all the available information, boston scientific confirmed the reported clinical observations of loss of consciousness, syncope, perforation, ventricular, mitral perforation, cardiac tamponade, cardiac arrest, hemorrhage, major, unexpected medical intervention, imaging required, additional surgery, intensive care, resuscitation, hospitalization or prolonged hospitalization, sepsis, death. It was determined that the reported patient complications are a known inherent risk of use of this device. Ship history review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed (36148068, 35197240, 35030029) the manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: the instructions for use were reviewed and it did not reveal any evidence of device off-label use or failure to follow instructions and no patient injury was reported. The IFU mentions: "adverse events which may be associated with catheterization and ablation include: loss of consciousness, syncope, perforation, ventricular, mitral perforation, cardiac tamponade, cardiac arrest, hemorrhage major, unexpected medical intervention, imaging required, additional surgery, intensive care, resuscitation, hospitalization or prolonged hospitalization, sepsis, death" investigation conclusion: based on the information provided, the reported patient complications are known inherent risk of the intellanav mifi open-irrigated ablation catheter. Since the reported adverse events are known and documented in the labeling (including both short or long term known complications or adverse reactions), the most probable cause of known inherent risk of device is selected for the complaint. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced cardiac perforations and died. During an ablation procedure to treat a ventricular extrasystole (ves) in the left ventricular outflow tract (lvot), an intellanav mifi open irrigated ablation catheter was selected for use. Mapping was being performed in the lvot with a transseptal approach to found the earliest spot. Then, the physician went on with ablation but did not get good contact with the transseptal approach. After 2 unsuccessful ablation points, it was decided to take a retrograde approach through the aorta to get a more stable catheter position. Again, 2 ablations were performed at the site; after the second ablation, the physician asked the patient if the pain/sensation of the ablation is bearable for them. The patient did not react. Physician asked again and the patient still did not react. The onsite nurse went in to look after the patient and noted that the patient had their eyes open but was unresponsive to questions and to touch from the physician and nurse. About 5 minutes after the first neurological symptoms the heart rate started to slow down; the coronary sinus (cs) was stimulated over 9/10 to keep the heart rate up. The respiratory therapist (rt) immediately brought in the echo and the nurse prepared everything for a coronary angiography of the left anterior descending artery (lad) as were relatively close to it. With a second look at the fluoroscopy image the physician saw that the patient's heart did not visibly move. He then called for additional backup from another interventional cardiologist, who then tried to perform an angiography while the rts/nurses started chest compressions. The physicians decided to install an extracorporeal membrane oxygenation (ECMO) to take off the pressure from the nursing staff. After the emergency team arrived the ECMO was installed and the cardiopulmonary resuscitation (CPR) was stopped. Once the circulation was stabilized the physicians went on with the angiography and a simultaneous ultrasound of the heart. They found a narrowing of the left coronary main-stem and a significant pericardial effusion/tamponade. The physicians went on with dilation of the narrowed main-stem and then went for pericardial puncture. As they drained the pericardial sack, they saw that the pericardium filled almost as quickly as they were able to drain it. They then called for a heart surgeon and decided to relocate the patient to the operation room (or) as soon as the main-stem was dilated. The physician then informed ithe next day that the patient had 2 open heart surgeries after the incident. The first one revealed a hole in the left atrium above the mitral annulus which was patched and the patient was brought back to the intensive care unit (ICU). There, the patient still bled into the pericardium, so the physicians opted for a second surgery and found a second hole in the lvot right next to the ablation site, this hole was also closed with a patch, and the patient was sent back to the ICU. During the ablation prior to the incident, it was noted that there were no abnormal impedance readings, no obvious catheter jump, the patient had a great oxygen saturation (spo2). The neurological abnormalities were the first hints on the incident. Even after the unresponsiveness, the heart rate was stable and the surface electrocardiogram (ECG) looked normal, spo2 was in a normal range. Furthermore, it was noted that the ablation had been taking place for about 10 minutes when the complication was noted, after the 4-5th ablation point in total and after the second point with the retrograde approach. No resistance was felt while maneuvering any catheters. The surgeon found 2 puncture sites; one in the left atrium (la) above the mitral valve and one in the lvot right next to the ablation location. The ablation catheter is not expected to be returned as it was disposed, and no device issues were noted. See additional MFR narrative for further info.